Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by contralateral approach via groin. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery and popliteal artery (fem-pop) graft. Following laser atherectomy, a 7.0x220150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation at 3-4 atmospheres, a balloon leak was noted. It was observed that there was a hole in the balloon which would not allow it to reach nominal pressure. The device was removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported. It was further reported that the balloon was inflated once and was removed via standard pin/pull technique. The patient had no vessel injury and was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by contralateral approach via groin. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery and popliteal artery (fem-pop) graft. Following laser atherectomy, a 7.0x220150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation at 3-4 atmospheres, a balloon leak was noted. It was observed that there was a hole in the balloon which would not allow it to reach nominal pressure. The device was removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported.